Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that no insulin flow occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported pen needle does not dispense any insulin during the priming. She used 3 needles, she tried about 10 times do the priming. She didn't realize till the sugars going crazy. Consumer uses new needle each time, she visually test the needle to see if it is straight. She tightens the pen needle, explained not to tighten it.." 3 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported pen needle does not dispense any insulin during the priming. She used 3 needles, she tried about 10 times do the priming. She didn't realize till the sugars going crazy. Consumer uses new needle each time, she visually test the needle to see if it is straight. She tightens the pen needle, explained not to tighten it." 3 occurrences were reported.